Event description:
Affiliate indicates that the sensor was revised on oct 2, 1998, due to the sensor reading of 180mm h2o. The balance was 500-540 at zero adjustment stage. Since the customer had never seen these high readings previously, the doctor adjusted "0" point two or three times repeatedly. The doctor monitored the patient for a week. The icp pressure on the monitor increased so high, that the doctor decided to replace the sensor. There was no problem on the control unit and monitor by the customer check.